Event description:
The customer reported the device has critical fault. Autotest errors 1.9 and 1.24 were noted. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer was provided with the software upgrade instructions by philips to resolve the issue. We are considering this a malfunction resulting from a false test failure due to a software deficiency.